Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by the patients family member that the pulse generators battery was known to get hot which then led to tissue erosion and the device was protruding through the patients arm pit. The erosion developed into an infection which could not be treated and the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported or available

Event description:
Related manufacturer reference number: 2017865-2018-01565; related manufacturer reference number: 2017865-2018-01567; related manufacturer reference number: 2017865-2018-03022.